Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-04566: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent an drg lead revision procedure (reference MFR. Report# 1627487-2018-04604, 1627487-2018-04605). During the procedure, the patient began moving around while the surgeon was trying to remove and replace the leads. After the leads were explanted the procedure was abandoned.

Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-04566: upon further review, it was determined that only one lead was intended for use and not 2 leads as initially reported. Also, the lead intended for use was never implanted / explanted as initially reported. MFR. Report# 1627487-2018-04567 was initially submitted in error.